Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The blade is broke off of the left arm during a spay surgery. The break occurred at the box lock where the two sides are held together by the screw. There was no injury to the practitioner or patient.

Manufacturer narrative:
(B)(4). DHR was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4). Sample of 460871 lot l2 was received for evaluation. The jaw is broken at the pivot point. Inspection of the fracture plane noted a propagating crack which has been present for many cleaning cycles. An additional complaint was filed on a different instrument for the same issue. (B)(4). Isolated incident. Due to the similar complaint which was filed on a different instrument- 2 separate instrument complaints filed simultaneously for broken box locks which exhibit rust is not coincidental. This failure is not design or manufacturing related and should have been removed from service prior to failure.

Event description:
The blade is broken off of the left arm during a spay surgery. The break occurred at the box lock where the two sides are held together by the screw. There was no injury to the practitioner or patient.